Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a non-recoverable fault 319 occurred repeatedly. The user indicated that the issue persisted despite attempts to resolve it with a hard power cycle. Procedure outcome is unknown at the time of the report. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that ports were placed prior to the issue being identified. The procedure was converted to traditional laparoscopic surgery. The reporter stated that no increase to port incisions or placement of additional ports was necessary during this conversion.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed, and the logs were able to confirm several errors 319 and therefore able to confirm the reported event occurred in the field. Upon visual inspection, the qsfp attached to the dcib was found loose and nearly detached, possibly related to the reported event. The ec was installed into the golden system where the system pinged error 319 at start up. Then the golden system was set to sitting idle for 10 minutes. Once testing was completed several errors 319 related to the original complaint were found.

Event description:
Refer to h11 for follow-up information.